Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. Representative was able to performed multiple spins and transfer without errors. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation. The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Number of persons exposed: (B)(4). Number of persons adversely affected: 0.

Event description:
A site representative reported that during spinal fusion procedure, the imaging system was unable to transfer exams to navigation system. It was reported that the site was receiving all green lines and were able to select navigation system from the navigation connection field, imaging system would begin the transfer process and then stop. The spins were successful, manually pushing the scans did not resolve the issue. Ethernet cables were swapped and navigation system was rebooted but the issue persisted. Rebooting the imaging system did not resolve the issue. When site attempted to archive the scan from the imaging system and load on the navigation system, no image was visible under imaging system procedures. Site aborted the imaging and navigation and brought in a c-arm but the surgeon did not feel adequate and another navigation system was brought in and everything transferred without issue. The procedure was completed with the use of navigation and imaging. There was a delay of less 1 hour. No known impact on patient outcome.